Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump continued to alarm no delivery. Customer's blood glucose was up to 500 mg/dl, treated with syringe. Customer had changed her set and was attempting to bolus when the alarm occurred. The call was disconnected when the customer was asked for the account information. The insulin pump is not returning for analysis.